Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while customer was delivering a mock saline bolus with a demo pump. There was no impact to blood glucose as the customer was not using the pump for insulin therapy. A back-up therapy method was not required as the pump was being used as a demo.